Manufacturer narrative:
One unknown zimmer implant was returned for investigation. Visual inspection of the as returned product identified implant fractured/chipped around the collar. Bone debris and dried blood on the external threads. Additionally, thcw5/5 has been added to the associated item but further investigation will not be performed. This investigation only focuses on the implant fracture. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on per was none. Tooth location was 30 (universal) and it was placed for approximately 12 years. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history reviews could not be performed for the product reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient was seen for complaints of a loose crown. X-ray taken and everything looked good but flowering of the implant was visible without any pain. Implant was removed and bone grafting placed for a future implant. Tooth #30.